Manufacturer narrative:
Exact date unknown, event occured many years ago.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure wherein an MRI capable ipg was implanted and the patient had great coverage to her pain areas postoperatively. The explanted ipg was not returned.